Manufacturer narrative:
(B)(4). Support engineer (se) troubleshot the issue with the customer over the phone. The customer was advised to replace the o2 pressure solenoid and the o2 flow sensor.

Event description:
Report received that, during patient use, the ventilator became inoperable. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.